Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned (6) loose 3/10cc syringes. Customer states that the needle hub separated as she was removing the shield and stayed inside of the shield. All syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9224140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200845277, 200844846, 200845342] noted that did not pertain to the complaint. There was one (1) notification [200845031] noted for cracked hub. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: zm 200845031 there was debris in the shield carriers. Corrective action: the debris was removed from the shield carriers. CAPA#1122103 was initiated.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle hub separates from the device. The following information was provided by the initial reporter: consumer reported "needle hub separated as she was removing the shield and it stayed inside of the shield."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 1 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9224140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200845277, 200844846, 200845342] noted that did not pertain to the complaint. There was one (1) notification [200845031] noted for cracked hub. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle hub separates from the device. The following information was provided by the initial reporter: consumer reported "needle hub separated as she was removing the shield and it stayed inside of the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle hub separates from the device. The following information was provided by the initial reporter: consumer reported "needle hub separated as she was removing the shield and it stayed inside of the shield."